Manufacturer narrative:
The device was received undeployed. Since the device was received not deployed the cannula was not inserted into the user. No blood was observed on the adhesive pad or the device. A rotational sensor error caused first prime to end earlier than expected which resulted in the firing flat not being lined up with the ratchet gear by the end of second prime. This prevented the needle mechanism from deploying by the end of second prime. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced bleeding while wearing the pod less than an hour on the hip/buttocks.